Event description:
Dealer advised after installing mpj joystick on chair noticed the mode button works intermittently. Dealer advised had to push about 10 times to go into seat function and then about 10 times to go back into drive functions.